Event description:
Reporter indicated a vns pt had a systems diagnostics dcdc code result of 0. The pt previously had dcdc codes of 1 and 2. The pt has also been experiencing painful stimulation at the neck and generator sites. The reporter suspects a possible short-circuit condition with the vns lead. The vns has been disabled and vns revision surgery is likely, but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.